Event description:
It was reported that this right ventricular lead exhibited high out-of-range pacing impedance measurements and a lead fracture was suspected. The rv lead was capped and abandoned. A new lead was placed. No additional adverse patient effects were reported.